Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument stopped working after five minutes and did not open the jaws. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer stopped functioning early in the procedure, with the jaws no longer opening despite no system or instrument errors. The soft tissue was prepared in a standard manner. After about 3 preparations, within about 5 minutes of the beginning of the preparation with the instrument, the branches stopped opening. It was noted that there was no tissue tearing or damage to the patient; however, it was also noted that there was a total blood loss of 10 ml as a result of the issue, and the surgery was successfully completed using a replacement instrument without further complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have a dislodged backend pulley at the proximal end housing. This condition resulted in a rattling noise within the housing, as the pulley had detached from its original position and was loosely inside. As a result, both the grip and wrist cables became loose, leading to improper jaw function. During testing, the jaws did not open and close properly. Additionally, the instrument was found to have loose grip cable and snake wrist cable in the proximal end. The cables were loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The jaws failed to open properly as a result of the dislodged back-end pulley and the resulting loose wrist and grip cables at the proximal end.